Manufacturer narrative:
An investigation of the reported event, DHR, and labeling were performed. No issues were identified as part of the DHR and labeling review. Review of the event found the customer took insulin to lower his blood sugar levels despite receiving a normal reading. This customer had been self-managing his diabetes for over 25 years without a meter and had just started using the pogo automatic meter to monitor his blood glucose levels. In addition, the customer¿s son requested control solution which verified that both meter and the cartridges were functioning as intended at the time of the control solution test. On (B)(6) 2021, the customer's son reported that his father is happy with the pogo automatic meter and that the event was not caused by the meter.

Event description:
On (B)(6) 2021, the customer's son called in to customer support to inquire about control solution after reading about it in the user manual. Customer support stated that control solutions are available upon request. The customer's son stated that his father has managed his diabetes without a meter for the past 25 years and that the pogo meter was the first meter he has ever used. He went on to state that his father is getting familiar with using the meter and test results were ranging from 40 mg/dl to 350 mg/dl. His son went on to mention that the night prior to calling in, his father had taken insulin after receiving a normal reading on his pogo automatic meter (test result was not known by customer's son). This caused his blood sugar to drop, and he began to shake and act irrationally. His wife called emt services who were able to increase his blood sugar. Customer support sent the customer control solution. On (B)(6) 2021, the customer¿s son reported that the control solution was received and used to test the pogo automatic meter with cartridges. The control solution test passed. He went on to say that his father really likes the meter and that the event that had occurred was not related to the device.